Event description:
The product was used during a gastroplasty procedure. Reportedly, the staples did not form properly. The surgeon stated there was bleeding and converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.